Manufacturer narrative:
Analysis found the reported field events were confirmed in the laboratory. The cause of the anomaly was determined to be due to an unstable internal supplies signal. The instability of the signal was caused by the capacitor connection anomaly on the hybrid.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited very high frequent noise episodes. Patient received inappropriate shocks. A shorted output stage detection (sosd) alert was triggered for "possible high voltage damage detected". Patient did not have any procedure that may have caused exposure to external emi during the time of the episodes. A capacitor maintenance check was successfully performed in clinic. The device was explanted and replaced on (B)(6) 2017. Patient was doing well after the procedure.